Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and blood glucose (bg) levels in the 600s range (mg/dl). The customer delivered a correction bolus via the pump and fluids were administered intravenously. Reportedly, the issue was resolved after treatment. The customer was still hospitalized at the time of the report. Multiple follow up attempts were made to obtain hospital discharge date; however, the customer did not respond.